Event description:
On (B)(6) 2018, an atrial septal defect was sized with a 10mm sizing balloon and an 8mm amplatzer septal occluder was selected. A 7fr amplatzer torqvue 45 delivery system was used to delivery the occluder. After positioning the occluder several times, the device deployed deformed and stable positioning of the device was not achieved. On deployment attempts, the device fell through the defect into the left atrium. The device was safely removed from the patient and the procedure was completed with another 8mm amplatzer septal occluder. The patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. Following repeated attempts to deploy the device "fell through the defect into the left atrium." The device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use artmt 100116885 ver. B, the recommended delivery system size for this device is 6f.